Event description:
This is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis with culture (B)(6) for (B)(6) in a male patient coincident with extraneal viaflex therapy. On an unreported date, the patient began treatment with extraneal viaflex 2 liters (lot number and frequency not reported) intraperitoneally for peritoneal dialysis. Treatment for the event was not reported. It was unknown whether extraneal viaflex was ongoing or if the event resolved. The reporter believed that the event of bacterial peritonitis with culture (B)(6) was not related to the extraneal viaflex therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.